Event description:
Information received by medtronic indicated that the insulin pump had a scratches on insulin pump case and on liquid crystal display and the control pad was peeling off. Customer was able to read the display. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 customer alleged pump has cosmetic damage(peeling off control pad). Unit p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: scratched case and keypad overlay peeling. In summary, customer allegation for cosmetic damage(peeling off control pad) was confirmed during visual inspection where keypad overlay peeling was noted. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.